Event description:
A customer reported that the wake button on their device was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up with technical support and was in the process of renewing their out-of-warranty device.